Event description:
Revision surgery of the left knee due to instability in a-p direction. Exchange of the tibial components, femoral components still in situ. This issue was described in documents that we have received to case (B)(6) (revision surgery of the right knee due to infection 9613369-2015-00029).